Event description:
It was reported that a detachment had occurred. A percutaneous coronary intervention was being performed on a lesion in the left anterior descending (lad) artery. After implantation of the 2.75 x 24 synergy ii drug-eluting stent, the physician decided to post dilate with a nc balloon. However, when removing the balloon of the stent, the balloon became stuck in the coronary artery and detached from the hypotube. The balloon remained inside the patient and was occluding the coronary artery. An attempt was made retrieve the balloon, but without success. The patient was then transferred for cardiac surgery.

Manufacturer narrative:
Device evaluated by MFR: a partial 2.75 x 24mm (125 cm in length) synergy ii from the manifold to the lasercut hypotube end tab was returned for analysis without the distal section (from the exchange port, polymer extrusion, balloon, stent and tip). A visual and tactile examination of the hypotube found a break at the hypotube end tab with the distal end of the device from the port bond was not returned with the hypotube end tab exposed. The shaft polymer extrusion (25mm in length from the end tab) and core wire (71mm in length from the end tab) were also exposed. Multiple hypotubre kinks were note along the hypotube. The mid shaft excursion was stretched and necked over the lasercut region 43mm proximal to the hypotube end tab with blood like substance present in the lumen. No issues were identified with the manifold. No other issues were identified during the product analysis.

Event description:
It was reported that a detachment had occurred. A percutaneous coronary intervention was being performed on a lesion in the left anterior descending (lad) artery. After implantation of the 2.75 x 24 synergy ii drug-eluting stent, the physician decided to post dilate with a nc balloon. However, when removing the balloon of the stent, the balloon became stuck in the coronary artery and detached from the hypotube. The balloon remained inside the patient and was occluding the coronary artery. An attempt was made retrieve the balloon, but without success. The patient was then transferred for cardiac surgery.

Event description:
It was reported that a detachment had occurred. A percutaneous coronary intervention was being performed on a lesion in the left anterior descending (lad) artery. After implantation of the 2.75 x 24 synergy ii drug-eluting stent, the physician decided to post dilate with a nc balloon. However, when removing the balloon of the stent, the balloon became stuck in the coronary artery and detached from the hypotube. The balloon remained inside the patient and was occluding the coronary artery. An attempt was made retrieve the balloon, but without success. The patient was then transferred for cardiac surgery.

Manufacturer narrative:
Device evaluated by MFR: a partial 2.75 x 24mm (125 cm in length) synergy ii from the manifold to the lasercut hypotube end tab was returned for analysis without the distal section (from the exchange port, polymer extrusion, balloon, stent and tip). A visual and tactile examination of the hypotube found a break at the hypotube end tab with the distal end of the device from the port bond was not returned with the hypotube end tab exposed. The shaft polymer extrusion (25mm in length from the end tab) and core wire (71mm in length from the end tab) were also exposed. Multiple hypotubre kinks were note along the hypotube. The mid shaft excursion was stretched and necked over the lasercut region 43mm proximal to the hypotube end tab with blood like substance present in the lumen. No issues were identified with the manifold. No other issues were identified during the product analysis.media review summary: a partial 2.75 x 24mm 125 cm in length synergy ii from the manifold to the lasercut hypotube end tab was returned for analysis without the distal section from the exchange port, polymer extrusion, balloon, stent and tip. A visual and tactile examination of the hypotube found a break at the hypotube end tab with the distal end of the device from the port bond was not returned with the hypotube end tab exposed. The shaft polymer extrusion (25mm in length from the end tab) and core wire (71mm in length from the end tab) were also exposed. Multiple hypotubre kinks were note along the hypotube. The mid shaft excursion was stretched and necked over the lasercut region 43mm proximal to the hypotube end tab with blood like substance present in the lumen. No issues were identified with the manifold. No other issues were identified during the product analysis.media review summary: two cds were received by galway cis which contained a series of angiographic images taken during the pci procedure and dated 08th of october 2020. A guide catheter was in position at the lm ostium, a stent is noted being deployed in mid lad with what appears to be a previously deployed stent noted in proximal lad. The proximal region of the newly deployed stent is noted to be constricted. Additionally a guidewire is noted in lad with a second guidewire siting inside the previously deployed one. The first angiographic series show initially flow assessment of the lesion site with a 1 markerband device sitting inside the guidecatheter and a constriction region located within the lad however due to the angle of view it is unclear where about within the artery is located. The second series shows no guidewire or delivery system present in lad and what appears to be the detached delivery balloon positioned proximally to the lesion site with the distal markerband located inside a constricted region witch corresponds to the distal region of the previously deployed stent. This constricted region also appears to be an overlapped region between the 2 stents. The third angiographic series shows the delivery balloon still positioned within the distal region of the constricted area (most likely stuck) but with the one markerband device noted previously inside the guidecatheter appearing to be positioned within the previously deployed stent. A review of the media provided confirms the alleged balloon detachment of device as a balloon delivery system is noted to be positioned (and most likely stuck) within a constricted region coinciding with what appears to be the overlapped region between a newly deployed stent and a previously deployed stent. No guidewire or delivery system attached to the balloon is noted. This balloon detachment occurred due to additional force applied to the device in a situation in which the delivery system most likely got stuck within the constricted region and required force to be applied to allow for its release. A combination of insufficient preparation of the lesion site, possible interaction with a previously deployed stent as well as insufficient time allowed for the balloon to deflate is most likely the cause of the delivery system getting stuck within the vessel in the first place.